Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that twenty days after implant the patient experienced phrenic nerve stimulation and was having diaphragmatic stimulation on all vectors. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.